Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a comprised immune system. Staphylococcus aureus commonly colonize in the nares or on the skin and can even colonize at the pd catheter exit site. Staphylococcus aureus is considered a more severe form of gram-positive peritonitis. Based on the available information and no allegation of device malfunction or cycler set leak, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient contacted the pdrn to report that their pd catheter (not a fresenius product) was not draining during their last treatment. The patient skips friday treatment per prescription. The patient was brought into the clinic where they were unable to get the pd catheter to drain. A catheter manipulation surgery was scheduled at which time the surgeon noted the pd effluent to be very cloudy. A pd effluent culture was obtained and resulted positive for staphylococcus aureus. The patient was diagnosed with peritonitis and administered intraperitoneal (ip) ceftazidime 1g and ip vancomycin 3000 ml. The patient was then given ip vancomycin 2800 ml for two doses and ip vancomycin 2500 ml for 3 doses. The patient did not have any symptoms prior to the diagnosis aside from a report of constipation. The patient was released the same day as the surgery. The patient continued pd therapy on the liberty select cycler during recovery and the event of peritonitis resolved. The cause of the event is unknown. This is the patient¿s first peritonitis event since pd initiation in (B)(6) 2018. The patient did not report any issues with the liberty select cycler or cycler set for the peritonitis event.